Event description:
An another country hosp reported that the rt200 breathing circuit did not pass the leak test on set-up.

Manufacturer narrative:
We are awaiting the return of the device. This is a malfunction that has been reported to MFR by a distributor in another country. The product is not sold in USA, but it is similar to a product which is sold in the USA. No other reports of leaks have been rec'd for the same lot number to date.